Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had black particulate matter on the filter. This was identified during storage. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 06, 2015 ¿ january 07, 2015. The device was received for evaluation. Visual inspection revealed a black mark on the filter of the device and inside of the fluid pathway. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.